Event description:
Good morning, (B)(6) at (B)(6) hospital is preparing for the roll out of the enfit connection devices for enteral feeding. I conducted a risk assessment of current state and future state using the enfit connector that was provided by our supply representative with all of the medical devices that are used on patients. I wanted to pass along that I have discovered a concerning risk: our tracheostomy tubes are the portex d.i.c. Tracheostomy tubes, cuffed with disposable inner cannula. The enfit connector fits directly into the 6.0 mm and 7.0 mm openings of the tube with or without the inner cannula in place. I have reached out to necessary resources within my health system however wanted to pass this along. I realize, the chances of this happening is minimal however so were the events that caused patient harm that lead us to this initiative. I hope you find this information useful, and if you have any questions please do not hesitate to reach out to me. I would be more than happy to discuss further. Medication administered to or used by the patient: no. Patient counseling provided: unknown. Patient counseling provided: unknown. Relevant materials provided: none. (B)(6).